Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that a strange sound was heard during aspiration, and a connector part could not be connected to the irrigation/aspiration (I/a) handpiece during cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient. This report pertains to the issue related to a connector part could not be connected to the I/a handpiece in this complaint.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened fluidics management system paks were visually inspected. Product 1: deformation was observed on the aspiration luer and the irrigation luer, and they could not be properly attached to the handpiece. The spike was cut at the distal end of the administration tube and was not returned. Product 2: no abnormalities were observed except that the spike was cut at the distal end of the administration tube and was not returned. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was found to be related to human error while completing the 100% leak and flow test during the manufacturing process. During removal of the tubing fittings from the manufacturing test equipment, the tubing fittings were inadvertently bent by the operator due to improper removal technique. No further investigative or manufacturing actions are warranted at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.